Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR at this time. If add'l info becomes available then it will be submitted in a supplemental report.

Event description:
A trident constrained liner appears to have pulled apart insitu. The pt wasn't to large or to small (B)(6) and it appears they have pulled the constrained linner apart. The constrained liner appears to have pulled apart, and the two surgeons replaced with a new product. The event was resolved with revision surgery.